Manufacturer narrative:
The instrument has been investigated. The field svc rep (fse) evaluated the instrument and replaced the tip retaining clip, drain tubing, and all of the lld contact springs in the reported problem area of the pipette assembly. The instrument was insp, tested without further problem, and returned to svc.